Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from an unknown source regarding an unknown patient. The patient¿s indication for use regarding their device was not specified. No drug information was provided. It was reported that the patient¿s catheter was replaced regarding an unconfirmed catheter kink. The device was not replaced with the manufacturer¿s product. The catheter was returned to the manufacturer; serial number of the returned device is unknown. No patient symptom was reported. The date of the event, troubleshooting/diagnostic testing performed, and patient¿s outcome was not reported.

Manufacturer narrative:
Analysis of the catheter/catheter body revealed dried drug, blood, or foreign material occlusion. If information is provided in the future, a supplemental report will be issued.